Event description:
It was reported that a spaceoar vue was placed on (B)(6) 2024. Additionally, fiducial markers were placed transperineally. The procedure was complicated due to the patient's prior turp (transurethral resection of the prostate) surgery, which created a channel that made it difficult for the physician to navigate. The hydrogel was not placed correctly, with the CT (computerized tomography) scans showing it scattered and not in the intended location. Initially, the patient recovered well, but on (B)(6) 2024, he developed shortness of breath and chest pain. The patient went to the hospital and received a pe (pulmonary embolism) scan which was negative; however, a subsequent scan revealed a pleural effusion, and radiologists suspected a right-sided pulmonary embolism, potentially caused by the hydrogel. After reviewing the images, it was not definitively determined whether the obstruction was caused by the hydrogel or a clot. However, given the patient's symptoms, it was decided to proceed with a thrombectomy since it will resolve the issue regardless of whether it's a clot or hydrogel, and anticoagulation may not be effective if it's hydrogel.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e050303 is being used to capture the reportable event of pulmonary embolism. Patient code e0743 is being used to capture the reportable event of respiratory insufficiency. Patient code e0731 is being used to capture the reportable event of pleural effusion. Patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a spaceoar vue was placed on (B)(6) 2024. Additionally, fiducial markers were placed transperineally. The procedure was complicated due to the patient's prior turp (transurethral resection of the prostate) surgery, which created a channel that made it difficult for the physician to navigate. The hydrogel was not placed correctly, with the CT (computerized tomography) scans showing it scattered and not in the intended location. Initially, the patient recovered well, but on (B)(6) 2024, he developed shortness of breath and chest pain. The patient went to the hospital and received a pe (pulmonary embolism) scan which was negative; however, a subsequent scan revealed a pleural effusion, and radiologists suspected a right-sided pulmonary embolism, potentially caused by the hydrogel. After reviewing the images, it was not definitively determined whether the obstruction was caused by the hydrogel or a clot. However, given the patient's symptoms, it was decided to proceed with a thrombectomy since it will resolve the issue regardless of whether it's a clot or hydrogel, and anticoagulation may not be effective if it's hydrogel. Additional information. A thrombectomy was performed to address the pulmonary embolism, and the material found was gelatinous, therefore this was suspected to be spaceoar vue.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e050303 is being used to capture the reportable event of pulmonary embolism. Patient code e0743 is being used to capture the reportable event of respiratory insufficiency. Patient code e0731 is being used to capture the reportable event of pleural effusion. Patient code e2330 is being used to capture the reportable event of pain. Block h11: correction to h6 device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar vue was placed on (B)(6) 2024. Additionally, fiducial markers were placed transperineally. The procedure was complicated due to the patient's prior turp (transurethral resection of the prostate) surgery, which created a channel that made it difficult for the physician to navigate. The hydrogel was not placed correctly, with the CT (computerized tomography) scans showing it scattered and not in the intended location. Initially, the patient recovered well, but on (B)(6) 2024, he developed shortness of breath and chest pain. The patient went to the hospital and received a pe (pulmonary embolism) scan which was negative; however, a subsequent scan revealed a pleural effusion, and radiologists suspected a right-sided pulmonary embolism, potentially caused by the hydrogel. After reviewing the images, it was not definitively determined whether the obstruction was caused by the hydrogel or a clot. However, given the patient's symptoms, it was decided to proceed with a thrombectomy since it will resolve the issue regardless of whether it's a clot or hydrogel, and anticoagulation may not be effective if it's hydrogel. Additional information. A thrombectomy was performed to address the pulmonary embolism, and the material found was gelatinous, therefore this was suspected to be spaceoar vue.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Patient code e050303 is being used to capture the reportable event of pulmonary embolism. Patient code e0743 is being used to capture the reportable event of respiratory insufficiency. Patient code e0731 is being used to capture the reportable event of pleural effusion. Patient code e2330 is being used to capture the reportable event of pain. Block h11: block b5, has been updated based on additional information.